Event description:
The patient had a 3.5mm x 23mm cypher stent implanted to treat a de novo, 20mm long lesion with 80% stenosis located at the proximal right coronary artery (rca). Approximately one year post-procedure, the patient had target lesion percutaneous coronary intervention due to 95% in-stent restenosis and 75% stenosis proximal to the stent. Balloon angioplasty was performed and a competitor's stent implanted resulting in timi iii flow and 0% residual stenosis.

Manufacturer narrative:
For the index procedure, the patient was admitted urgently with acute myocardial infarction (mi) without shock. The patient had the non-st mi for more than 12 hours. The lv ejection fraction was 55%. The lesion was a de novo, 20mm long and with 80% stenosis located at the proximal right coronary artery (rca). A 3.5mm x 23mm cypher stent was used to treat the lesion. The post-procedure stenosis was 9%. Timi flow was iii. As reported, there were no procedural complications. The patient was discharged the day after the procedure. Approximately seven months post-procedure, the patient had a major adverse cardiac event that did not require hospitalization. The event was reported to be unrelated to the coronary intervention and the device. This male patient with a history of pci, chf, htn, hypercholesterolemia, and diabetes had cypher stent implantation while experiencing an mi. These are pre-morbid conditions, which increase the risk for a mace. Also a patient experiencing an mi is in a hypercoaguable state which increase the risk for a thrombotic event. The lesion located in the proximal rca was de novo. A cypher stent 3.5mm x23mm was deployed. Approximately seven months post-procedure, the patient experienced a mace which was reported as unrelated to the device and procedure. Approximately one year post-procedure, the patient had a pci at the target lesion. The lesion was treated with another brand stent. The product was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. In conclusion, there are patient factors that may have contributed to the event.